Event description:
Half or more of the test strips not absorbing blood. Patient having to use multiple strips to obtain result. Dose, frequency & route used: test four times daily. Therapy dates: 2004 till present. Diagnosis for use: type ii diabetes.